Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and the customer received a power source alert. During troubleshooting with tandem technical support, the customer was successfully able to charge the pump using a different charging cable and wall adapter. A new usb cable was sent to the customer. The customer¿s blood glucose level was 139 mg/dl.